Manufacturer narrative:
A microscopic examination of the returned device revealed the pebax wire coating appeared damaged which resulted in exposure of the corewire. Although the cause of the coating damage is undetermined, it is likely attributable to an interaction between the guidewire and a secondary device (e.g. Endoscope). A review of the device history record revealed no anomalies.

Event description:
It was reported to boston scientific corporation that a jagwire precursor guidewire was used in an endoscopic sphincterotomy procedure in 2008. (Patient age, gender and weight unknown). According to the complainant, during the procedure, foreign material was noted at the papilla. When the device was removed, a coating of the wire was peeled off under the scope. No coating was noted in the common bile duct. The procedure was completed with this device. No patient complications were reported as a result of this event.